Event description:
It was reported that the patient experienced a "pulling" sensation at their implantable neurostimulator (ins) site while their back was to the microwave. The patient was standing about three feet from the microwave and had the ins turned off. The ins had been off for 8-9 days because the patient was travelling and turned it off before flying. It was not turned back on because the patient felt their ativan controlled their symptoms. The patient was going to use their programmer to verify the ins was off. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v714946, implanted: (B)(6) 2011, explanted: na. Product typ lead product ID 3037, serial# (B)(4). Product typ programmer. (B)(4).